Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = cut. The injection port with the locking connector, tubing strain relief and 4cm of catheter were returned for evaluation. Upon visual inspection, the actuator ring was returned in the unlocked position, hooks were retracted, septum was punctured more than 30 times (the punctures were of different sizes). The tubing strain relief was in place, locking connector was in the locked position. Upon microscopic evaluation, no evidence of puncture or scratches was observed on the tubing strain relief. During visual evaluation, it was noted that the catheter was cut 1.5 cm from the tubing connection of the port. The catheter was cut underneath the tubing strain relief but the tubing strain relief was undamaged. A leak test was performed on the injection port with a catheter sample with a successful result, no leakage was found. A blockage test was performed on the injection port with a sample catheter with a successful result. No blockage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. No issue was observed on the injection port, this one is fully functional. Leak observed by the surgeon was the result of the presence of cut on the catheter. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing records indicated that all devices were inspected and 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that post-implant a gastric band procedure, the patient had a leak at the port site. The port was replaced on (B)(6) 2011. An xray taken before port replacement surgery and a leak test with huber needle showed a leak at the port site. The patient was discharged after the procedure without any patient consequence.